Manufacturer narrative:
No donor or patient sample was returned to immucor for investigation. No addition information regarding this event or patient outcome was provided by the customer on april 22, 2024 an immucor field service engineer (fse) inspected echo lumena instrument serial number (B)(6) at the customer site. The fse performed the unexpected reaction checklist successfully. This event may be sample related. The following label limitation may apply: "negative reactions will be obtained if the test serum contains antibodies present in concentrations too low to be detected by the test methods employed.". No instrument malfunction was identified. The immucor internal reference for the associated record is pr# (B)(4).

Event description:
On april 16, 2024 a customer reported receiving an unexpected negative antibody screen result on their echo lumena instrument.